Event description:
Reporter alleged higher than normal readings on blood glucose monitoring device and discrepant results with a valid method. Reporter stated device result was 447 mg/dl however felt low glucose symptoms instead. Reporter indicated comparing current result with another method and obtaining a result of 74 mg/dl back to back to previous result. Reporter stated self treating with a "sugar pill". Reporter indicated controls were reading erratically however level one was within an acceptable range and level two was out of range. A request was made for the return of the suspect device and replacement product was sent.